Event description:
It was reported the patient is deceased and died shortly after implantation of the device. Following implantation of the device, the "shocking lead impedance" test was performed and the patient's blood pressure was noted to be 173/79 with a heart rate of 64 beats per minute. Next, ventricular fibrillation was induced and following the patient's blood pressure was 131/62 with a heart rate of 64 beats per minute. At this time skin closure was started and the patient's blood pressure was 64/54 with a heart rate of 60 beats per minute and a respiratory rate of 13. Following, a blood pressure reading could not be obtained and the patient was unresponsive and cyanotic. Chest compressions were initiated, a laryngeal mask airway was placed, and ventilations were provided. The patient's rhythm was noted to be that of ventricular fibrillation (vf) and shock was delivered via an external defibrillator. Following, a shock was delivered via the implantable cardioverter defibrillator (ICD). Shocks were delivered three more times at one to two minute intervals via the ICD. This was followed by the delivery of an external shock and compressions continued. During the course of 20 minutes shocks were delivered externally for vf. This was followed by delivery of a shock from the ICD, followed by two externally delivered shocks, followed by shocks delivered by the ICD and then the patient was shocked externally. Three more shocks were delivered by the ICD. An echocardiogram was performed and the findings were negative. The patient was then pronounced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.